Event description:
As reported, brachytherapy was unsuccessful in an in-stent restenosed lesion in the proximal lad. Ivus showed that the stent had not fully expanded. Surgical intervention was recommended to the pt, but the pt refused. A regular angioplasty balloon was inserted, inflated to 6 atm and then thrombus was noted distal to the lesion. The pt's status deteriorated requiring unsuccessful CPR and intra arterial balloon pump support attempts to remove the clot. The intervention attempts failed and the pt expired. The physician and facility believe that this event was thrombolytic related.